Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded thin metallic, tightly wound coils with the cornua and proximal fallopian tube segments') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and pruritus ("itching"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and pruritus outcome was unknown. The reporter considered embedded device and pruritus to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020: mr received- case become incident. Essure embedded event was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.